Manufacturer narrative:
A CT scan was taken, and it showed a bone screw in the patient's right mandibular component had become loose. The surgeon performed an additional surgery to tighten the loose bone screw.

Event description:
The surgeon tightened the loose bone screw in the patient's right mandibular component.